Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
High thresholds and high impedance was reported. Lead testing did not reproduce noise and the impedance did not change when updated. The physician decided to monitor the lead and reprogram the output, which he feels is an efficient safety margin. The patient was scheduled for follow-up.